Event description:
This complaint is from a clinical study. The pt was a male. The target lesion was left internal carotid artery. There was moderate calcification and no vessel tortuosity, the rate of stenosis was 78%. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (3.5mm/7atm, brand unk) and post-dilatation (4.5mm/14atm, brand unk) were performed with balloon catheter. During the procedure, the pt developed hypotension. Intravenous drip of etilefrine hydrochloride was administered, and the blood pressure returned to normal on the same day of the procedure. According to the physician, this occurred due to the stent placement. There was no neurological symptom on the pt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2009-01360. Device history record review was conducted and the product met quality requirements for products acceptance. Add'l info will be submitted within thirty days upon receipt.